Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-2210968-2012-07395. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with a & p colporrhaphy, revision of suburethral sling, revision and excision of anterior placed vaginal mesh and posterior revision of posteriorly placed vaginal mesh.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent revision of suburethral mesh, revision/excision of anterior placed vaginal mesh, anterior colporrhaphy, cystourethroscopy, posterior revision of posteriorly placed vaginal mesh, posterior colporrhaphy on (B)(6) 2010. (B)(4).